Event description:
It was reported that the patient had not felt stimulation sensation since back surgery and an infection that was "cleaned out" in (B)(6) 2011. It was noted that the patient was not able to charge the device. A CT scan was done and showed everything was still connected. The patient had back surgery scheduled for (B)(6) 2012 and the physician mentioned possibly removing the device at the time of the surgery. However, a manufacturer representative was informed by the physician that he was not planning to remove any devices as it was out of his realm of practice. It was reported on (B)(6) 2012 that the patient's entire neurostimulation system had been explanted within the past week due to an infection traveling down the lead. Following explant of the system the patient was paralyzed from the waist down. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 39565-30, lot# n161862005, implanted: (B)(6) 2008, explanted: unk. Extension: model 3708140, serial# (B)(4), implanted: (B)(6) 2008, explanted: unk. Extension: model 3708140, serial# (B)(4), implanted: (B)(6) 2008, explanted: unk. Recharger: model 37752, serial# (B)(4). Programmer: model 37742, serial# (B)(4).